Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during procedure, the insulation of the jaws became damaged upon removing the device from a trocar. The broken piece fell into the patient's cavity but could be removed. The issue occurred after 1 and half hours later. The device was removed from the trocar without grasping tissue or other materials. The physician has over 2 years of experience in using maryland device, but he had difficulty removing the device from the trocar during the procedure. The jaws were cleaned manually with wet gauze. Nothing abnormal was observed with this device. The broken piece was scrapped on site and not available for return. No patient harm.

Manufacturer narrative:
Evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw was missing plastic over mold. The piece was not returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The information for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.